Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The reported complaint incident for "overinfusion" was not confirmed. One used sample was received containing no fluid in the reservoir. The sample was visually examined for signs of abnormality that may have contributed to the reported condition; however, none were found. A standard flow test was subsequently performed on the sample for 19.2 hours. At the end of the flow test period, the sample produced the following flow rate (ml/hr): calculated basal = 0.4969, bolus = 1.85, normalized basal = 0.5590, bolus = 2.08. The flow rate was found to be within the specification range. Device performed as expected. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
It was reported to baxter (B)(4) that a basal/bolus infusor device overdelivered during patient use. The device was intended to deliver an unknown volume of sandostatin to the patient at a rate of 0.5 milliliters per hour, however when the infusion finished early the facility determined that the actual delivery rate had been 0.75 milliliters per hour. There was no patient injury or medical intervention. No additional information is available at this time.